Event description:
It was reported that before use of bd preset¿ arterial blood collection syringe customer found the plunger deformed. The following information was provided by the initial reporter. The customer stated: "before use, it was found that the plunger was deformed."

Manufacturer narrative:
Investigation summary: "material #: 364314 lot/batch #: 1237681 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to deformed plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."